Manufacturer narrative:
System was used for treatment. Per the information received/reported in the medwatch by the mother of the patient: a female with 10/10 sibling hla donor match, bmt, and sickle cell anemia. Patient medications included cyclosporine, rapamune, tacrolimus, alemtuzumab/campath, valcyte, prednizone in which some of her mediations caused kidney injury and liver damage. She had uncontrolled blood pressure. Five different types of medications did not control the blood pressure. Patient had sepsis twice. She was treated with smx/tmp 800-160mg. Patient was started on photopheresis. Details were not provided regarding the patient's start, end or number of photopheresis treatments received. The cause of death was reported as renal failure with disseminated aspergillus on (B)(6) 2014. No kit lot number provided; therefore, batch record review could not be conducted. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for death. Based on the information received, from a uvadex perspective, there is no evidence to suggest a causal relationship between the drug and the adverse event. This case is serious, unrelated and unexpected to uvadex. This case is deemed not reportable from a drug perspective. From a device perspective, the system did not cause or contribute to a death or serious injury nor malfunction in a way that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. Based on the information received, there was no device malfunction. The patient was very ill. The cause of death was, likely, related to the patient's worsening underlying conditions. However, out of an abundance of caution, this case will be reported as an MDR. (B)(4). Device not returned.

Event description:
User facility medwatch/voluntary report ((B)(4)) received on 19-nov-2015, a mother is reporting daughter's death. The ufrmw reads verbatim as follows: "my daughter died, while trying to recover, from a perfect 10/10 sibling hla donor match. But her doctor wasn't, it seems, very experienced at his job, as he liked to let on. She was only having the bone marrow transplant, as an alternative, as to cure sickle cell, to have the rest of her next 40 to 50 yrs, free from sickle cell pain. Not to shorten her life at (B)(6), broke our heart! Instead of this being alternative treatment to cure, dr (B)(6) treated as an knock-down experiment with his misdiagnosed, no treatment too, and over medication with high doses, cyclosporine 125mg, while also on rapamune, and tacrolimus all at same time. Which caused kidney injury and liver was damaged. She died renal failure, but that's not all. Dr (B)(6) could control her blood pressure for over a full year, in fact towards the end of 329 days, in his care, he had put her on 5 different blockers/medication, at same time, as well and that didn't help at all. But there is more! She had every infectious disease, like in a third world country, no treatment, only steroids, and toxic medication, such as, alemtuzumab/campath, valcyte, prednizone, etc... She had sepsis twice. He also made her klebsiella infection resistant to any treatment, in protection, by administration of: smx/tmp 800-160mg, which made it worst for her. She suffered and I had to watch yet knowing that this was all wrong. So finally, I said something. Spoke up, told the staff I want to bring someone else in to treat my daughter, and said she hasn't gotten better in over a whole year. We need a second opinion is what I said to dr (B)(6), on that day. But instead, he talks us into trying this machine to cleanse her blood: photopheresis procedure, without ever, once ordering biopsy to exclude/to treatment. She died disseminated aspergillus and renal failure."